Manufacturer narrative:
The main component of the system and other applicable components are:product ID: neu_unknown_lead, product type: lead.

Event description:
It was reported that had an infection under the lead wires and having pus in both wire connections. The patient stated there were antibiotics given, and it looks like the infection was gone. The patient stated he has follow-up with health care provider (hcp) (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.